Manufacturer narrative:
A ge representative evaluated the system and replaced a cable. The system operates as intended.

Event description:
The customer and the fse reported that the system would not display a fluoroscopic image. There is no report of injury or death associated with this event.